Event description:
Patient woke up and found the infusion set disconnected (pulled off of headset) and blood glucose hi. Patient went to emergency room and they measured pt's blood glucose above 500 mg/dl. Hospital treated pt with an insulin drip. Once blood glucose returned to normal pt was released from emergency room. Patient's current condition is fine.